Event description:
It was reported that 2 devices were used during a thoracoscopy. It was reported by the affiliate that the tsb45 instruments cut but did not staple. Another instrument was used to complete the case. There was no consequence to the pt.